Manufacturer narrative:
Correction: upon further investigation, it was determined that the event reported on this MDR was due to the patient¿s catheter (not a fresenius product). There will be no further updates on MFR#: 2937457-2019-00204.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis, and exit site infection with tunnel infection. However, there is no documentation to show a causal relationship between the event and the liberty select cycler and cycler set. Additionally, there is no reported allegation of a machine malfunction or deficiency for this adverse event. It is unknown if the patient was following proper aseptic technique or whether the initial infection started at the exit site. Based on the available information a cause of the event cannot be concluded.

Event description:
A peritoneal dialysis (pd) patient called fresenius technical support for assistance with a supply lines are blocked message during treatment. Upon follow up, the patient¿s peritoneal dialysis nurse (pdrn) stated the patient was diagnosed with peritonitis (signs and symptoms unknown). The cause of the patient¿s peritonitis was unknown as the patient practices aseptic technique and has not had any reported fluid leaks. The patient was diagnosed with peritonitis on (B)(6) 2018 and serratia was confirmed at both the exit site (catheter was not a fresenius product; brand unknown) and in the peritoneal fluid. The patient was diagnosed with a tunnel infection. The patient was prescribed and treated with oral ceftazidime and levaquin for 8 weeks (dose unknown). The patient had repeat cultures taken (date unknown), which came back negative. The patient was not hospitalized during the event. Pd therapy was continued throughout the course of the reported event. Additional details surrounding the patient¿s course and condition were requested, however, not provided. There were no devices available for return.